Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient's device was explanted due to improper wound healing. Additionally, the patient tested negative for both an infection and allergy to the device. There were no further reports of complications.